Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed/error/alert occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Test transmitter voltage was performed and failed. A review of the share logs was performed and transmitter failed/error/alert was not confirmed for serial number (B)(6) within the investigation window. The probable cause could not be determined. Reported allegation not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.